Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the distal conductor, the inner tubing was kinked/buckled, and there was a breached cut on the outer insulation. There was blood in/on the helix mechanism, the lead was stretched, and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead dislodged and there was no capture and no sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.